Event description:
It was reported that a syringe 3ml ll w/ndl sftygld 23x1 rb had a loose stopper: "the rubber plug of the needle core slips off".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-01. H6: investigation summary: two photos and one 3ml syringe with attached safetyglide needle (p/n 305905) were received. The sample and photos were visually evaluated. When the plunger rod of the syringe was pulled it separated inside the barrel from the stopper. Further examination of the plunger rod revealed that the head was not formed all the way resulting in a square shape which is rejectable per product specification. Potential root cause for the short shot defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed a single safetyglide combo blister pack from batch 0136219 (p/n 305905). One photo displayed a loose 3ml syringe with safetyglide needle attached. It was observed in the photo with the syringe, the stopper was in the bottom of the barrel and separated from the plunger rod that was fully extended. It appeared the retraining ring on the plunger rod was not completely formed, which was rejectable per product specification. Potential root cause for the short shot defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 3ml ll w/ndl sftygld 23x1 rb had a loose stopper: "the rubber plug of the needle core slips off"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 3ml ll w/ndl sftygld 23x1 rb had a loose stopper: "the rubber plug of the needle core slips off."